Event description:
Customer reported the power cable is damaged. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.